Manufacturer narrative:
The customer¿s report that the tubing tore at the upper portion of the silicone segment was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment which measured 2.852mm long. Examination under magnification showed a crush mark to the upper blue fitment. Functional and pressure testing resulted in a leak from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the tubing tore at the upper portion of the silicone while infusing tpn to a patient. There was no report of patient harm.